Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Index procedure was prompted by unstable angina pectoris. At the time of stent placement, coronary angiography revealed diffuse disease in the lad with severe stenosis of the proximal lad and moderate to severe stenosis of the mid lad. Four overlapping coronary stents, 3 resolute zotarolimus-eluting stents and 1 non medtronic stent, were implanted. At 238 days post implant; the patient expired and had recently been seen without any complaints. A post-mortem coronary angiography and optical coherence tomography were performed that showed patent stented segments in the lad. Histological examination of the lad stented segments revealed a hypersensitivity reaction in both the medtronic and non-medtronic stents.